Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, the pt reported that, while changing the insulin cartridge of her infusion device, the plunger remain attached to the piston rod and "little dots of insulin" spilled into the chamber. She dried the chamber prior to the report. The pt was assisted in removing the plunger from the piston rod. She used a cotton swab on the chamber and confirmed the swab was dry. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.